Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was found with a spiros attached to a needleless connector, with the tubing disconnected from the spiros. Chemotherapy had been infusing and was spilled into the patient environment. There was no report of any patient or user harm.